Event description:
It was reported the imaging function of the colonovideoscope could not be activated. Additionally, the device often suddenly interrupts imaging during use. The issue occurred at a diagnostic gastrointestinal diagnosis procedure. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.